Manufacturer narrative:
ECG strips corresponding to the report at 11:19:38 were reviewed but a determination of the possible beat classification could not be made and no conclusions could obtained. ECG strips 20 seconds pre and post the time are needed to assess beat classification and if the user established criteria for ventricular tachycardia were met, but these could not be provided by the facility. (B)(4). (Exemption #e2015032).

Event description:
It was reported that on (B)(6) 2018 the (B)(6) station may have failed to produce an alarm; at 11:19:38 it was reported that a ventricular tachycardia alarm was expected but no alarm was generated by the system. No patient injury was reported.